Manufacturer narrative:
Results of investigation have been corrected as follows: the device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. The long attachment and bur were attached to a drill and run for 3 minutes. The reported problem (overheating) was not confirmed. The long attachment did not heat up. The bur was inserted into the long attachment. The test failed. The reported problem (didn't slide smoothly) was confirmed. Although the bur can be completely inserted, there is some difficulty sliding the bur past the distal bearing indicating the distal bearing is beginning to fail. The distal bearing is deteriorating and creating resistance to passing the bur. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. This issue is being further investigated under corrective action.

Manufacturer narrative:
The device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The long attachment and bur were attached to a drill and run for 3 minutes. The reported problem (overheating) was not confirmed. The long attachment did not heat up. The bur was inserted into the long attachment. The test failed. The reported problem (didn't slide smoothly) was confirmed. Although the bur can be completely inserted, there is some difficulty sliding the bur past the distal bearing indicating the distal bearing is beginning to fail. The distal bearing is deteriorating and creating resistance to passing the bur. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode(s) identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. Navio surgical system instrument kit cleaning and sterilization guide 500094 rev g indicates to "refer to the anspach emax 2 plus system user¿s manual for instructions on mechanical/automated cleaning of the anspach emax 2 plus surgical drill and long attachment." No containment or corrective actions are recommended at this time.

Event description:
It was reported that overheating errors occur during the case, checked the long attachment and it looked as if the bearings had moved and made the canal in it tighter, the burr shaft also didnt slide in smoothly as normal. System was rebooted and delay of less than 30 minutes was involved.